Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken monopolar yaw pulley right at the posts. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.

Event description:
It was reported that during central processing, the tip of a permanent cautery hook instrument was damaged. There was no patient harm. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of material broken off or detached from this location. It is unknown the type of damage. No photographic images of the instrument available for review.